Manufacturer narrative:
1.no reports of adverse related events with either patient or user . 2.lot number: 221co20901 has not been identified by ihealth labs, inc., as a counterfeit product, so it is safe to conclude that the device/kit received is a valid ihealth labs, inc., manufactured test kit product. 3.initial reports suggested that the ihealth antigen test kit was not tampered with, altered, or compromised, as no evidence that the user/patient had seen evidence of product alteration. 4.a false negative result may occur if the test result is read before 15 minutes or after 30 minutes. 5.test to the production batch of product retention samples, test of lot: 221co20901 was pass.

Event description:
The user bought 4 boxes of your tests on amazon (two different lots). Despite being symptomatic and having a known exposure I tested negatively repeatedly on the lot with the 08/31/2023 expiration date. This morning I tested on a lot with ab 04/2024 expiration date and tested positive. Using the same vial that I tested positive on I used one of the cards from the older lot and it again was negative. I am sincerely disappointed because now I may have exposed my 4 month old assuming I was negative and we sent our daughter to camp exposing her entire bunk because we assumed she was negative.